Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to engage safety mechanism is confirmed; however, the exact cause could not be determined. One 22 ga x 0.75in safestep infusion set was returned for evaluation. The returned product sample was evaluated, and the needle was observed to be slightly bent just distal to the base. An attempt was made to engage the safety mechanism; however, the safety tab was observed to move only slightly before stopping and becoming lodged along the needle shaft. After significant amount of force was applied, the safety mechanism was finally activated . A microscopic observation revealed the needle tip was unremarkable. These findings suggest the bent needle prevented the safety mechanism from being engaged properly. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping or during storage of the product; no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes. A sample was not returned for the second occurrence reported, therefore, this occurrence is inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the safety mechanism does not work when the needle is removed. The needle does not retract. It was reported this occurred with two devices. This report addresses both devices.